Event description:
It was reported that there was "something wrong" with the lead anchor support clip during the deep brain stimulation (dbs) surgery. The lead was placed using the support clip and an x-ray was performed to confirm the correct lead placement. However, it was found that the lead had moved, so the physician secured the lead using a cap rather than the lead anchor support clip. The lead anchor was implanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3389s-40, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).